Manufacturer narrative:
The lead remains implanted at this time and a revision procedure is scheduled for the near future. Two months later, the patient called back and reported some slight pain near his heart. The patient advocate thought maybe the lead had possibly dislodged. The patient was instructed to contact his physician for a system evaluation. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that transtelephonic monitoring (ttm) reports noted this patient's rate to be 30-35 bpm. The patient presented to the emergency room where his rate stabilized at 68bpm. The device is programmed to vvir as the patient is in chronic atrial fibrillation (af). Today in clinic, ventricular noise was noted and loss of capture was observed at maximum device outputs. R-wave measurements were 4.0 mv. However, there was no detection of these measurements. Aside from the ttm, there is no evidence that the noise has been oversensed resulting in pacing inhibition as the patient's intrinsic rhythm is coming through. Lead impedance measurements remained stable during isometrics and pocket manipulation. A chest x-ray was not performed and the patient was sent home with device reprogramming performed. No adverse patient effects were reported.